Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Review of the device history record identified no deviations or anomalies. The returned product had particulate in the packaging. Zimmer biomet inspection procedure as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. The sample size per department sampling plan form, dictates that the sampling size for qa inspection for this product must be at least (B)(4). Based on the attached pictures, the particulate identified does not meet the acceptance criteria and is therefore nonconforming. The complaint is confirmed. However, the unit returned was opened upon receipt so it is unknown when the particulate was present. Therefore the complaint out of box aspect of the complaint is non-verifiable. The root cause cannot be specifically determined with the provided information.

Event description:
It was reported that the customer "discovered a long hair in the package, as they prepared before surgery. The hair was discovered underneath the product before it was taken out properly." No patient involvement. No adverse events have been reported as a result of the malfunction.